Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. A new cartridge was loaded to resolve the issue. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer's blood glucose level was 170-254 mg/dl.